Event description:
Additional information received identified x-rays were taken of the patient's system which indicated the scs lead migrated. Surgical intervention took place on (B)(6) 2015 at which time the patient's lead was repositioned. An sjm representative met with the patient for postoperative programming and confirmed effective stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall approximately three months prior to stimulation becoming ineffective. Additionally, it was reported the patient was experiencing auto-reducing from his scs system. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming but did confirm high lead impedances. The patient will have x-rays taken at a later date to further evaluate the issue and determine the next course of action.